Event description:
On (B)(6) 2025, a patient¿s relative reported via phone that her husband developed an infection after a pectoralis major tendon repair procedure of the left pectoralis on (B)(6) 2025. Three unknown pec buttons were implanted in the patient. 2 weeks after surgery, the patient had an infection and was put on antibiotics. In early (B)(6), the patient started to have issues again, and he developed a mass on his biceps, a granuloma, that would not heal. An MRI was taken, and it showed edema. On (B)(6) 2025, a second surgery was performed by the same surgeon to clear the infection; nothing was explanted or implanted. Antibiotics were administered during the procedure, and samples were taken, which came back negative for infection. The surgery was deemed successful. The mass on the patient¿s arm is still present; it is an open wound with subcutaneous fat protruding through it. Metal allergy testing had been performed. The patient tested positive for cobalt alloy. The patient will see a wound specialist to help with wound closure. The patient¿s relative requested the material composition of the unknown implants and a metal-implants-and-nickel-sensitivity document. Additional information was requested. On 6/25/2025, the patient's relative provided the following additional information via email: she had not been able to obtain the product part numbers for the unk buttons, but an ar-7237-17n fibertape was also used in the procedure on (B)(6) 2025. Additional information was requested. On 6/26/2025, the patient's relative provided the following additional information via email: an ar-2269 implant delivery system, pec repair, large eyelets, with lot number 15332621, was used in the procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event due to an infection